Manufacturer narrative:
Evaluation, results: (root cause could not be determined); inherent risk of procedure (stent thrombosis); no results available since no evaluation was performed (device or procedural images have not been received for review); conclusions: (root cause could not be determined); inherent risk of procedure (stent thrombosis);unable to confirm complaint (device or procedural images have not been received for review).

Event description:
It is reported that a stent thrombosis event occurred after a short period of time following initial stent placement. No additional patient sequelae were reported.